Event description:
It was reported that the patient's right ventricular lead exhibited micro-dislodgement which resulted in capture failure. During the repositioning procedure, the lead helix failed to extend. The lead was explanted and replaced. The patient was stable.